Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularization procedure, a medtronic deb balloon was used to treat li, l2 <(>&<)> l3 (left sfa-popliteal). During the revascularization a dissection is reported to have occurred which was treated with provisional stenting. Patient is reported to have recovered.